Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a sensor error occurred. The sensor was inserted into the abdomen on (B)(6) 2023. While the patient was asleep on the night of (B)(6) 2023, her cgm exhibited sensor error for more than three hours and she was not aware of it. Consequently, the patient stated that she lost consciousness due to hypoglycemia. The patient's husband reportedly realized the patient was unconscious after she jerked in her sleep and he responded by calling for an ambulance. When paramedics arrived on site, the patient was sweating, barely responsive, and unable to speak properly. The patient's blood glucose meter value was measured and read 74 mg/dl. Paramedics treated the patient with two intravenous infusions for two hours, after which she felt better. The patient did not require any further medical intervention; the paramedics left after treating the patient and her blood glucose meter value read 122 mg/dl upon their departure. The patient was in stable condition at the time of contact the following day. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.